Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s cds was assisting with a supply change and experiencing difficulty securing the connector onto the ilet when a filled cartridge was inserted. The connector could not be turned properly with the filled cartridge, despite using multiple connectors and performing a rewind. The connector was able to be secured correctly when no cartridge or an empty cartridge was in the ilet. It was suggested that the cartridge may have contained too much insulin. After partially removing insulin from the filled cartridge, the connector still could not be secured. A new cartridge was filled and successfully allowed the connector to be secured properly. The patient was still in initial training, and bg levels were not affected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.